Manufacturer narrative:
Patient information unknown. This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was being revised from a distal femoral nail and screw construct (5.0mm locking screw x3) to a total hip replacement on (B)(6) 2018 as part of her pre-planned treatment plan, when the head of the previously implanted 5.0mm locking screw became stripped while being extracted with a t-handle used with a conical extraction screw. Another t handle with conical extraction screw was used to successfully remove the stripped screw. The surgeon attempted to remove the t-handle with quick coupling from the conical extractor the devices and the t-handle became stuck together; it would not come off at the quick coupling. The surgeon used a mallet to tap beside of the t-handle to free it from the extraction screw. It was additionally reported that the surgeon also attempted to use a set of forceps to remove the screw but the teeth of the device were worn. There was a five-minute delay due to the reported device malfunctions but the surgeon was able to remove all the previously implanted devices without any additional intraoperative events, device malfunction or additional medical intervention. The implants were removed intact. The patient was reported to be stable at the end of the surgery. Concomitant devices reported: femoral nail (part # unknown, lot # unknown, quantity 1), mallet (part # unknown, lot # unknown, quantity 1), 5.0mm locking screws (part # unknown, lot # unknown, quantity 1), conical extraction screw (part # unknown, lot # unknown, quantity 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient age reported as late 40¿s. Device was not returned for investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is a single use device but was not reprocessed or reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.